Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out, noise was observed on the ventricular channel due to a small cut on the sense portion of the lead. The sense portion of the lead was successfully capped and replaced on (B)(6) 2016. Patient was in good health.